Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the pencil did not coagulate. It was also reported that there was a five to ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using an alternative device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a surgical procedure, the pencil did not coagulate. It was also reported that there was a five to ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using an alternative device.